Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported the device was at recommended replacement time (rrt) in less than three years. It was noted that the device was programmed with higher pacing outputs with wide pulse width settings as well. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5076 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.